Event description:
It was reported that during a photo-selective vaporization procedure, the fiber forward fired. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture and partial glass cap detachment; therefore, the reported forward firing event is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and partial glass cap detachments. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture and partial glass cap detachment.

Event description:
It was reported that during a photo-selective vaporization procedure, the fiber forward fired. The procedure was completed using another fiber without patient complications.